Event description:
It was reported that the patient did not realize she was priming the pump while she was attached to the pump. The prime history indicated that she primed 33.7 units into her body at 9:30 pm on (B)(6) 2010. The animas representative advised the patient's husband who was with the patient at the time of the call to contact the emergency services since the insulin will begin to work in 10 minutes. The animas representative offered to stay on the phone with the patient's husband but he declined the offer. Attempts to follow-up with the patient were made 2 different days, but animas was not able to reach the patient. It is unknown if the patient suffered from any injuries as a result of reported incident.

Manufacturer narrative:
There have been no reported subsequent events after (B)(6) 2010. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, a rewind, load, and prime sequence was performed successfully with no errors or alarms. The pump clearly displayed the message ¿disconnect infusion set from your body!¿ on the rewind screen, and on the prime screen displayed ¿be sure set is disconnected from your body. Then select continue.¿ a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No defect was found.